Event description:
Customer reported that the probe was dripping. The screening cells and reverse grouping cells were hemolyzed. No erroneous results released. Customer did not know if any error codes were posted. Patient results were not affected.

Manufacturer narrative:
Ocd field engineer contacted customer. Possible root cause determined to be a clot in the probe. A final wash was performed on the system and the clot was dispensed. Instrument is performing as intended. (B)(4).